Event description:
It was reported that the patient developed a pocket infection and endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted and patient received a life vest. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419488 lead, (B)(6) 2009; c174awk ICD, (B)(6) 2009. (B)(4).